Event description:
Patient undergoing 3 vessel coronary artery bypass, left carotid endarterectomy, closure of patent foramen ovale. During procedure, thermal burn noted (less than dime size) inferior to sternal incision, requiring resection of area. Frayed area on wire to cautery pencil noted at the time of burn, had not been noted earlier. Cautery pencil (covidien) was in open heart pack.